Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to impedance issues. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to impedance issues. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead exhibited high out of range impedance.